Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mentioned that she has a repeated no delivery issue with the insulin pump, the customer stated that she has tried changing the infusion set 6 times in 24 hours, changed insulin, reservoir, moved site different place and changed the batteries. The customer's blood glucose was 470mg/dl. The customer treated with a manual injection. Troubleshooting was performed. The issue was resolved by a completed set change. The customer declined troubleshooting for the high blood glucose.